Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report 3rd degree burns from using the ace heat therapy patch. Was placed on her left breast for about 4 hours. Went to the doctor for treatment.